Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified wear abrasion and flat creases. A leak test was performed and found three openings and delamination of valve. A microscopic analysis identified curved(striated) openings on radius and posterior side assessed as surgical damage and partial delamination of diaphragm flange disk assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is curved(striated) openings assessed as surgical damage, and delamination of diaphragm flange disk assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.